Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, an increase in aic level to 8 and a ketone level of 6 mmol/l. Customer alleged that pump was not delivering the correct amount of insulin. A system check to verify if the pump was performing as intended was declined by the customer. Reportedly, the customer reverted to an alternate pump for insulin therapy.